Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the device broke while being explanted due to battery end of service. It broke just after the third set of tines. The remaining lead was not retrievable and left in the patient. A new lead was placed next to the retained lead. No further complications were noted or anticipated.

Manufacturer narrative:
The main device component of the system and other applicable components are: product ID:3889-28,lot# va1lqs4, implanted: (B)(6)2018, : product type:lead.. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor it was reported that the lead were being explanted because it had moved laterally. It was also reported that during the lead removal, all 4 electrodes got pulled out of the lead and were now in patients body. There was no symptoms reported and no further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. No new information.